Event description:
It was reported that an ivd rongeur broke into three pieces and was retrieved with no complications in surgery. An x-ray was performed to ensure that all pieces were retrieved. It was reported that there was not much increase in the operating room time. The patient appears to be doing fine. The instrument is being held by the hospital.